Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had to charge her ins every 3 days and stated that it takes longer to charge her ins. The patient noticed that this started ¿months ago.¿ the patient hasn¿t had any recent changes to programming, but stated that she had her stimulation set ¿high¿ and left it on all the time, even when charging her ins.